Event description:
It was reported that the ilet wake button was unresponsive, and the customer¿s blood glucose was not impacted. No adverse clinical effects reported. Outcomes included no change in clinical status and continued therapy after resolution. Investigation included guided troubleshooting and education with a device restart via the app, followed by a firmware update. Investigation of this case revealed that the wake button functionality returned after the restart and firmware update, and insulin delivery was successfully resumed. It was concluded that the device functioned as intended after restart and software update, and no further action was required.